Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a leak at the probe of the coulter ac.t diff analyzer. Customer was also having problems with the vacuum. The leak was about 2 to 3 drops of fluid. The field service engineer (fse) inspected the instrument and found that the probe was leaking and that the instrument was giving errors because the syringe was not reaching the correct position. The fse replaced the needle assembly, but the same errors were seen. The fse found that the sample probe was plugged and the syringe was not able to advance. The fse did not know what was clogging the sample probe. The fse replaced the sample probe and the errors and the leak were fixed, after which instrument performance was verified to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak is attributed to a plug in the sample probe. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak.